Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the fault identification and physical inspection, it is possible that the phenomenon was caused by a failure in the printed circuit board (pcb) mounted within the scope connector due to the accumulation of electrical stress from repeated power cycling of the electronic components mounted on the pcb, or sudden overcurrent caused by static electricity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of a leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image blackout was found. There was no patient involvement.